Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2010. It is alleged the patient was injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01101.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to acute left pontine hematoma associated with vasogenic edema. In addition, it is alleged that an unsuccessful percutaneous retrieval was attempted on (B)(6) 2010 because the filter was no longer needed. Patient is alleging vena cava perforation and device is unable to be retrieved. The patient further alleges "always fearful of what problems will occur while filter remains inside of me" and "limited on all physical activities." Per report from CT (computed tomography) dated (B)(6) 2010: "there is pulmonary embolus involving the right side. This involves two major segmental branches involving the right lower love and right middle lobe. There is no definite evidence of left-sided pulmonary embolus. Ivc filter is noted in place. There is questionable thrombus just below the level of the filter. There is some questionable flow artifact versus thrombus present just above the level of the ivc filter..." Per report from radiology dated (B)(6) 2010: "extensive thrombus present up to the level of the ivc filter. No thrombus above the level of the ivc filter." Per report from CT (computed tomography) dated (B)(6) 2010: "1. Focal thrombosis of the right external iliac and right common iliac veins. 2. Relatively decreased caliber of the inferior vena cava inferior to the level of the filter and resultant multiple body wall venous collaterals." Per retrieval report (attempted) dated (B)(6) 2010: "the inferior vena cava is widely patent without evidence of thrombus within the filter itself." "Therefore, attempts at maneuvering the ivc filter for retrieval through a percutaneous approach at the groin level were aborted. Similarly, successful retrieval of the ivc filter through a percutaneous approach from the right internal jugular vein appeared to be unsuccessful and so the procedure at this point as concluded."